Event description:
According to the complaint, the customer experienced high potassium (k) results on 13oct2024 on the abl90 flex plus analyzer (serial number: (B)(6)). The user did not believe the high potassium results as the patient had a history of low potassium results. 13oct2024, 10:28 - k: 7.1 (discrepant) 13oct2024, 10:32 - k: 6.8 (discrepant) 13oct2024, 11:41 - k: 2.3 (comparison) 13oct2024, 14:10 - k: 2.8 (comparison) 13oct2024, 14:13 - k: 2.9 (comparison) based on these measurements, the 7.1 and 6.8 k measurements were reported as false high k.

Manufacturer narrative:
Radiometer investigation have concluded the investigation cannot be finalized due to this lack of customer feedback; hence the root cause is unknown.